Event description:
A pt underwent an unspecified surgical procedure and the abdomen was closed with two continuous sutures. Both sutures broke teo days following implantation. The pt was returned to the or for surgical repair and excision of the failed. Sutures. The current status of the pt is reported as "doing fine."